Manufacturer narrative:
MDR 1219913-2020-00479 was filed on november 2, 2020. December 2, 2020 - additional information: the customer reported nonreactive results on advia centaur xpt sars-cov-2 total (cov2t) lot 709005 on one patient sample. Advia centaur xpt cov2g and rapid igg/igm results were reactive. The sample resulted a high non-reactive with cov2t method. The cov2g and cov2t may not always correlate. The cov2g method measures igg antibodies and the cov2t detects igg and igm antibodies. The total antibody test is more sensitive than the igg method. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided siemens did not identify a product problem. The customer is operational. No further action is needed. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration and quality control results were reviewed. There are differences in the negative control results between the two reagent packs. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) results that were reactive (positive) on alternate methods. The nonreactive (negative) results were reported and not questioned by the physician. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.